Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts had migrated") and fallopian tube perforation ("ruptured fallopian tube/fallopian tubes were perforated") in a 28-year-old female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included zyretic. The patient's medical history included nephrostomy, vaginitis from 2003 to 2005, multigravida and parity 4. Concurrent conditions included anxiety, cervical cancer, chlamydial infection, depression, bleeding genital, menopause, migraine, asthma, peritoneal adhesions, vaginitis since 2007 and bacterial vaginosis since 2007. Concomitant products included cetirizine hydrochloride, lansoprazole (prevacid), medroxyprogesterone acetate (depoprovera), paracetamol (tylenol), sumatriptan succinate (imitrex df) and valproate sensorium (depakote). On an unknown date, the patient started zyrtec at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation/abnormal menstruation/abnormal bleeding (menorrhagia)"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 10 days after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia(painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain lower. On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe, lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), loss of libido ("loss of libido"), insomnia ("insomnia"), migraine ("migraines"), headache ("headaches"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), decreased appetite ("loss of appetite"), hypertonic bladder ("overactive bladder"), somnolence ("groggy"), weight fluctuation ("initial weight gain and then extreme weight loss with no added efforts/weight fluctuations"), abdominal pain upper ("stomach pain") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy, lysis of adhesions and cystoscopy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, loss of libido, insomnia, vaginal infection, weight increased, weight decreased and decreased appetite was resolving, the back pain, migraine, dyspareunia, depression, anxiety, fatigue and hypertonic bladder had not resolved, the headache, somnolence, weight fluctuation, abdominal pain upper and nausea had resolved and the vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, arthralgia, back pain, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypertonic bladder, insomnia, loss of libido, menorrhagia, migraine, nausea, somnolence, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. She continues to suffer from severe abdominal and pelvic pain, severe abdominal cramping, migraines, severe back pain, pain during intercourse, fatigue, an over active bladder, depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in august 2010: results: essure migrated, diagnosed ruptured fallopian tube. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia and back pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were added. Concomitant drug were added. Lab data were added. Event: groggy stomach pain, nausea and weight fluctuation were added. Event verbatim were updated as painful intercourse/ dyspareunia(painful sexual intercourse). Onset of the event were updated. Outcome of the event : headaches were updated. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts had migrated") and fallopian tube perforation ("ruptured fallopian tube/fallopian tubes were perforated") in an adult female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nephrostomy, vaginitis from 2003 to 2005, multigravida and parity 4. Concurrent conditions included anxiety, cervical cancer, chlamydial infection, depression, bleeding genital, menopause, migraine, asthma and peritoneal adhesions. On (B)(6) 2010, the patient had essure inserted. In march 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation/abnormal menstruation/abnormal bleeding (menorrhagia)"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In april 2010, the patient experienced dyspareunia ("painful intercourse"). In august 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe, lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), loss of libido ("loss of libido"), insomnia ("insomnia"), migraine ("migraines"), headache ("headaches"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), weight increased ("weight gain"), weight decreased ("weight loss"), decreased appetite ("loss of appetite") and hypertonic bladder ("overactive bladder"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy, lysis of adhesions and cystoscopy). Essure was removed on 10-sep-2010. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, loss of libido, insomnia, headache, vaginal infection, weight increased, weight decreased and decreased appetite was resolving, the back pain, migraine, dyspareunia, depression, anxiety, fatigue and hypertonic bladder had not resolved and the vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypertonic bladder, insomnia, loss of libido, menorrhagia, migraine, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. She continues to suffer from severe abdominal and pelvic pain, severe abdominal cramping, migraines, severe back pain, pain during intercourse, fatigue, an over active bladder, depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2010: essure migrated, diagnosed ruptured fallopian tube follow up of hsg (hysterosalpingogram), coil was not in proper place and there was spill from the right side. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia and back pain. Most recent follow-up information incorporated above includes: on 3-mar-2018: per pfs: reporter information was added. Lab data was added. Her concurrent conditions were added. Following events were added: abnormal bleeding (vaginal) and abdominal pain.per mr: essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts had migrated") and fallopian tube perforation ("ruptured fallopian tube/fallopian tubes were perforated") in an adult female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nephrostomy, vaginitis from 2003 to 2005, multigravida and parity 4. Concurrent conditions included anxiety, cervical cancer, chlamydial infection, depression, bleeding genital, menopause, migraine, asthma and peritoneal adhesions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation/abnormal menstruation/abnormal bleeding (menorrhagia)"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe, lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), loss of libido ("loss of libido"), insomnia ("insomnia"), migraine ("migraines"), headache ("headaches"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), weight increased ("weight gain"), weight decreased ("weight loss"), decreased appetite ("loss of appetite") and hypertonic bladder ("overactive bladder"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy, lysis of adhesions and cystoscopy) and surgery (da vinci assisted total laparoscopic hysterectomy, lysis of adhesions and cystoscopy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, loss of libido, insomnia, headache, vaginal infection, weight increased, weight decreased and decreased appetite was resolving, the back pain, migraine, dyspareunia, depression, anxiety, fatigue and hypertonic bladder had not resolved and the vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypertonic bladder, insomnia, loss of libido, menorrhagia, migraine, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. She continues to suffer from severe abdominal and pelvic pain, severe abdominal cramping, migraines, severe back pain, pain during intercourse, fatigue, an over active bladder, depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure migrated, diagnosed ruptured fallopian tube follow up of hsg (hysterosalpingogram), coil was not in proper place and there was spill from the right side. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts had migrated") and fallopian tube perforation ("ruptured fallopian tube") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe, lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation/abnormal menstruation"), loss of libido ("loss of libido"), insomnia ("insomnia"), migraine ("migraines"), headache ("headaches"), vaginal infection ("vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), decreased appetite ("loss of appetite") and hypertonic bladder ("overactive bladder"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, loss of libido, insomnia, headache, vaginal infection, weight increased, weight decreased and decreased appetite was resolving and the back pain, migraine, dyspareunia, depression, anxiety, fatigue and hypertonic bladder had not resolved. The reporter considered anxiety, arthralgia, back pain, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypertonic bladder, insomnia, loss of libido, menorrhagia, migraine, uterine pain, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. She continues to suffer from severe abdominal and pelvic pain, severe abdominal cramping, migraines, severe back pain, pain during intercourse, fatigue, an over active bladder, depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure migrated, diagnosed ruptured fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.